Event description:
It was reported, "pt underwent an arthrotomy on her left knee and removed a loosening patella component from previous left total knee arthroplasty. Operative report (attached) indicates "at some point in the postoperative period, she incurred a fracture of the patella with marked comminution" as well as, "...a loose patellar button that was under the skin on the left knee was excised through arthrotomy incision."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should device or additional info become available, the evaluation summary will be submitted in a supplemental report.